Event description:
The patient was a male. The target lesion was the first diagonal. The vessel was de novo. There was 90% stenosis. The procedure was an emergent case due to acute myocardial infarction (mi). Pre-dilation was conducted with a 2.0 x 14mm vento speeder balloon and ivus was also conducted. A 2.5 x 23mm cypher stent was delivered to the target lesion, but friction was felt. Since the vessel was not calcified or tortuous, the physician was suspicious and decided to retrieve the cypher. However, he experienced difficulty removing the cypher and when he retrieved the delivery system, he found the stent to be flared at the both ends outside of the body. Therefore, a 2.5 x 24mm taxus stent was delivered instead and there was no problem with the delivery. The procedure was successfully finished. There was no reported patient injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.